Manufacturer narrative:
Concomitant medical product: clave needle-free connector; therapy date: (B)(6) 2015. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported that the milrinone tubing was noted to be wet with air bubbles in it. The tubing was disconnected from the patient and when flushed was noted to have a crack at the top of tubing under the non-carefusion connector. A new tubing was placed. There was no report of any patient harm.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).. The customer¿s report of a crack was confirmed. Visual inspection revealed a crack in the female luer wall. No tool marks or signs of over torque were observed. Functional testing was conducted and the set leaked from the crack in the female luer. The root cause was not identified.